Event description:
Attorney alleges that as a result of the lead, the patient "experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks" requiring medical intervention. It is further alleged the patient "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed" and the patient "suffered these shocks and fractures without any alarm sounding from this purportedly 'enhanced' monitor." It is further alleged that the patient has "sustained and will continue to sustain severe physical injuries and/or death, loss of consortium,severe emotional distress, mental anguish." Review of manufacturer's database verified patient death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.

Event description:
It was reported that the device was explanted after an implant duration of approximately 22.8 months. Through followup with the surgeon, it was learned that the device was explanted, due to recurrent mitral regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), the reason for explant was learned. Unfortunately, no further details regarding the device availability or the event were provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.